Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the tip of the tubes are very stiff, concern about unnecessary trauma to cords/larynx. The balloon is also stiff and difficult to pass through the cords. Catches on the cords when trying to advance the tube." Additional information received on may 21, 2026, indicated that "the issue occurred on going from mid april until now, during use in patient, having to have multiple attempts to intubate. Sore throats being reported more often than usual. Patient's current condition unknown, multiple patients involved."